Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: during a clinic visit noise was discovered on the rv lead which caused over sensing and inhibiting pacing for a patient with complete heart block. The lead was capped and replaced. Should additional information be received this file will be updated.